Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a frayed power cord with exposed wires. On an unspecified date, the ac power adapter was connected to a gemstar pump. At an unspecified time while in clinical use, it was reported that the ac power adapter did not charge the pump. The customer contact indicated that the ac power adapter had to be held in an unspecified manner to charge the pump. No specific details were provided. At this time, it was noted that the strain relief was loose and the wires inside the inner black insulation of the 3vdc adapter cord were visible. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Though requested, no add'l info was provided.